Manufacturer narrative:
(B)(6). The device was manufactured october 19-23, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of a bladder rupture. The reported condition was verified. The cause of rupture could not be determined via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured vertically during filling. This was identified during the compounding stage. The device was injected with 0.9% sodium chloride. There was no patient involvement. No additional information is available.